Event description:
It was reported that during a stabilization procedure using a speedstitch suturing device, the device handle would not fully close or catch the suture. Another suture cartridge and needle were tried with this handle, but those yielded the same results. Three additional speedstitch suturing devices, suture cartridges and needles were tried, yet none of those worked properly either. The procedure was eventually completed with a different arthrocare device, however the failures caused a surgical delay in excess of an hour and depleted the hospitals supplies, making it necessary to cancel the next scheduled procedures. There were no patient complications reported as a result of this event.